Event description:
Consumer reports receiving burns from heat patch after wearing it for (one and a half) 1 1/2 hours. Went to doctor, received ointment and was placed on antibiotic treatment.

Manufacturer narrative:
No product has been received to date. Unable to run complaint history check since lot number is unknown.